Manufacturer narrative:
(B)(4). Batch #: u93y8m. Investigation summary: this is an evaluation of a set of imaged sent by the account. Image 1: this is an image of what appears to be the blade tip of a harmonic device. Image 2: this is an image of what appears to be a harmonic device with batch u93y8m and serial number (B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to the root cause of the reported issue. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tissue pad melted and then the white tissue pad fell off during an unknown procedure. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.